Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were meter-104 mg/dl to lab 260 mg/dl. Tests were done within 10 minutes with a difference of 60%. Patient did not experience any adverse events. No further information has been reported. Customer was not feeling well, went to emergency room where patient obtained a reading of 260 mg/dl. Customer was treated, unknown what patient was treated with.